Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the light guide lenses was due to degradation problem. The most probable cause of worn foreign bending section rubber adhesive, foreign insulation tape on the insertion tube, contaminated control body and foreign adhesive on the scope connector cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had worn foreign bending section rubber adhesive, foreign insulation tape on the insertion tube, contaminated control body, foreign adhesive on the scope connector, and corrosion on the light guide lenses. There was no patient involvement.